Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received a blood glucose result of 161 mg/dl on the active system, and was having hyperglycemia. The patient experienced elevated blood glucose levels of a headache, trembling, and dry mouth. The caller felt the meter was reading too low based on her symptoms. Approximately 2 hours later the patient went to the hospital. At the hospital, the customer received a blood glucose result of "hi mg/dl" on the hospital's meter. The hospital treated the customer with insulin. The customer was hospitalized for 2 days. Return of the suspect device was requested for evaluation.